Event description:
It has been reported to philips the 12-lead cable is broken off inside the port. There was no patient involvement.

Manufacturer narrative:
Updated health impact grid and patient information in section a.